Event description:
Pt having parsplana vitrectomy completed. Reflux of fluid back into lt eye noted when left foot pedal "off". Connections and set-up were checked and correct. "Whitish" material discharged from microvit tip. Material recovered by the surgeon from pts eye.